Event description:
It was reported that customer was hospitalized due to high blood glucose level. Customer was hospitalized for 40 days. Customer¿s blood glucose level was 24 mmol/l. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer also reported insulin flow blocked alarmed. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.